Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to verify alarm in the alarm history due to history file overwritten. The displacement test functioned properly. The insulin pump received with cracked reservoir tube lip, missing end cap sticker, scratched reservoir tube window and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. The customer's blood glucose was 128mg/dl. The customer was advised the pump will be replaced and revert to back up plan.